Event description:
It was reported by the pt on (B)(6) 2010, that the therapy "did not work properly" for the previous one to one and a half years. The pt stated that the leads "came loose" from where they were attached and "were never in the right place." The pt felt some stimulation in the back of a foot which caused that foot to "draw up." It was later reported that the pt's last visit to see the initial physician was in 2007. It was noted, at that time, the pt required a lead revision, but the pt failed to follow up with that physician. The pt was working with a new physician in (B)(6) 2010, and a spinal cord stimulator (scs) trial was contemplated. No further details, pt symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Supplemental to update codes, all previous coding is being updated, previous coding no longer applies.

Event description:
Additional information received from the consumer reported that he had stimulation in an undesired location. The patient stated that after stimulation moved to an undesired location he assumed it was because the lead moved but it was not confirmed by anyone. The patient turned stimulation off and never used it again. The stimulation had moved form the back of the heel to the upper part of the heel near the achilles and higher. The change in symptoms was considered sudden. The patient reported that he does not intend on trying to be seen for this issue and was going to see someone to have it removed.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The stimulator never helped with their foot pain and it stopped working about 10 years ago due to regular longevity. About 6 months after implant, the leads moved but the patient didn¿t want another surgery because after programming session it did not seem like the stimulator was going to help anyways. The patient had their implant taken out and wanted to discuss MRI options. The patient had an x-ray on (B)(6) 2019 and there are 4 little wires in their ankle so they are wondering if they can have an MRI. The patient states that the leads were put down their leg to help with foot pain. No further complications were reported/are anticipated.